Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for the fifth metacarpal shaft fracture with a va hand and two drill bits (1.0mm) in question. During the surgery, both the drill bits broke. It took 5 minutes for the surgeon to remove one of the fragments which was in the soft tissue. The fragments of the drill bits were removed completely. The surgeon used another drill bit (1.1mm) instead, and the surgery was completed successfully. The surgery was delayed by less than 30-minutes. No further information is available. This complaint involves two (2) devices. This report is for one (1) drill bit ø1 l61/31 f/core hole. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. This mre review is for sterilization procedure only part: 03.130.102s, lot: l568902, manufacturing site: selzach , supplier: (B)(4), release to warehouse date: 13.september 2017, expiry date: 01.september 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non-sterile part was manufactured by supplier sphinx werkzeuge ag part: 03.130.102, lot: f-22598, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 03.august 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.